Manufacturer narrative:
There were no adverse consequences to the patient. The cmc v provides audible feedback to the surgeon as to the mode, cut or coag, units of measure (watts or malis) and power setting for the units of measure.

Event description:
Customer states that footpedal had the wrong label indicating "cut" not "coag". There were no adverse patient consequences.